Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified. The abnormal color tone likely occurred due to damage of the image sensor unit (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board (ic chip, capacitor, etc.) ) has failed. The peeling of the objective lens adhesive likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "[inspection of entire endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit, video connector, and light guide connector. 2, visually check that the electrical contacts of the video connector are not corroded. 3. Visually check that there are no abnormalities such as cracks, dents, edges, scratches, etc. On the appearance of the insertion part. 4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation image and nbi observation image. 3, make sure that the illumination light is coming out. (See figure 3.23) 4, adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blurring, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered to have a color tone abnormality and objective lens adhesion peeling. The customer's originally reported issue of looseness of the insertion pipe was confirmed. The following additional findings were also noted: bending section cover scratched and adhesive chipped, video connector damaged and cracked, deterioration of the friction plate and breakage of the image sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus repair center reported on behalf of the customer that their endoeye flex deflectable videoscope presented with a looseness of the insertion pipe (the connection between the insertion pipe and control unit was not secured). Upon inspection and testing of the returned unit, it was discovered to have a color tone abnormality and objective lens adhesion peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction by olympus staff during repair estimate inspection.